Manufacturer narrative:
This report is submitted on april 03, 2018, (B)(4).

Event description:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently underwent skin revision (date not reported). There are plans to place a longer abutment; however yet to occur as of the date of this report.